Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tip cover was scorched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we presume that while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, we could not specify cause of the suggested event. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the IFU operation manual ¿3.2 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.2 using endo-therapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a scorched tip cover. There was no patient involvement.